Manufacturer narrative:
The reported event of separation failure could not be confirmed. Visual and electrical inspection showed normal device features and functionality. Manufacturing and inspection operations were confirmed. No anomalies were found.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, it was reported the leadless ventricular pacemaker was unable to be released. The device was removed and replaced without further issue. The patient was stable.